Event description:
Healthcare professional reported a right side rupture, right side pain, right side capsular contracture baker grade I, and right side swelling. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: opening, brown particles, underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening . A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp opening on the device due to an unidentified (tear) opening.

Manufacturer narrative:
The event of seroma(late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported patient experienced ¿swelling, seroma,¿ ¿developed a mass on [the] right breast,¿ ¿suffered, or will suffer, painful removal procedures as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue,¿ ¿anxiety,¿ ¿suffered emotional distress, anxiety,¿ ¿loss of quality of life,¿ ¿emotional distress including suffering, anguish, fright, horror, nervousness, grief, anxiety, worry, shock, humiliation, and shame due to the risk of bia-alcl¿ and ¿debilitating physical pain and mental suffering.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿disfigurement,¿ ¿disability,¿ ¿fatigue, insomnia,¿ and ¿depression;¿ these events are not related to the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture, right side pain, right side capsular contracture baker grade I, and right side swelling. Device has been explanted.